Event description:
It was reported that patient passed out during first appointment with manufacturer representative after procedure and was taken to the hospital. It was later reported that about three weeks after implant, patient had a loop monitor inserted due to having multiple episodes of syncope (4 episodes during the week after patient was implanted with interstim and also a few 2 years prior to interstim implant). It was indicated that neurostimulator (ins) was turned off during loop monitor procedure but they had forgot to turn it back on for the next 24 hours following that procedure. It was realized that the device had not been turned back on because patient was leaking. The ins was turned back on, programmed on program 2 at .75 and patient had some therapeutic effect but not as much as she previously experienced. It was increased to 0.80 for 3 or 4 days but patient was still leaking and was further increased to 0.90. Patient also reported experiencing loss of therapeutic effect. It was indicated that the lead electrode was very close to the patient¿s sacral nerve and required very low therapy settings. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-41, lot# v786163, implanted: (B)(6) 2014, product type: lead. (B)(4).